Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs leads from the same lot. It was reported the patient experienced abdominal stimulation an sjm representative was initially able to resolve the issue with reprogramming using only the left lead. X-rays revealed the right lead had migrated. Later, the patient was no longer receiving stimulation within her pain pattern. Reprogramming was attempted to no avail. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs leads were explanted and replaced. Effective stimulation was restored with the surgical intervention.